Event description:
It was reported that the key lock button was not working, that the generator would not unlock. It was further reported that the "off" button was also not working. The generator was returned for service. The paperwork indicated that there was no involvement with a specific patient at the time of the incident.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Battery contacts are compressed. Battery release and lead flex cover are contaminated. Upper and lower cases and battery drawer are broken. Keyboard is scratched.